Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was exhibiting erroneous occlusion alarms. There was no reported patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 10/8/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection were performed. The reported complaint was confirmed. The probable root cause is due to the defective force sensor. The force sensor was replaced.